Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing found the 46011 error code message constantly alarmed. Replaced the defective memory protection unit (mpu) board. The root cause of the reported issue was found to be component failure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was deemed defective due to error code 46011. It is unknown if there was no patient, or clinician injury associated with this event.